Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. Although requested, patient information was not obtained. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that half the screen fails. The fse restarted the device and attempted calibration, but the calibration in the lower right corner would not pass. The fse replaced the touch screen to address the reported issue. After this repair, the device was found to be fully functional. The device was in clinical use at the time the reported issue was discovered. There is a relationship of the device to the reported problem.

Event description:
The customer reported a touch screen malfunction. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.